Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to a pinhole on the angle rubber, water tightness lost, connecting tube coating peeled (1mm2 or more), indication on grip peeled, universal cord scratched, indication on endoscope connector incorrect, due to wear of angle wire, bending angle in up direction did not meet the standard value, connecting tube dented, and connecting tube scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera bronchovideoscope, leaking air/water. Upon inspection and testing of the customer returned device, the scope insertion guide tube coating was found peeling (1-2 mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.